Event description:
It was reported that at the end of a spinal fusion procedure, burns were observed on the patient's lower extremities where the electrode leads had been placed. Reportedly, when the electrodes were removed there were approximately seven different areas where the patient's skin appeared "blackened". Three of the areas were fairly deep with the largest burn measuring approximately 8mm in diameter. The burns were treated with bacitracin ointment. It was also noted that the patient's parent is concerned about permanent scarring. The surgeon did not know if the burns were caused from the electrodes or the electrical current from the preamplifier. No further complications have been reported. The patient is due for a follow-up appointment on (B)(6).

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and product evaluation is currently underway. Evaluation result (B)(4); evaluation conclusion: device description: the system is used in the operating room and critical care areas to provide health care professionals with information to guide surgery and to assess a patient's neurological and vascular status. Blank fields on this report are the result of information not being provided by the physician and user facility.

Manufacturer narrative:
Additional information was received from the sales rep - the surgeon likely used both monopolar and bipolar cautery throughout the case. The doctor also stated that the user facility typically uses rem polyhesive return grounding pad, but could not confirm exactly what brand electrodes were used in this case.

Manufacturer narrative:
The user facility and initial reporter were contacted to obtain further details regarding the event. Further communication found that the device in question had been used in a procedure a week prior to the said procedure and it was during that surgery the unit was splashed with blood and compromised. The unit was sterilized. Note: per the instructions for use, the equipment should be cleaned on a regular basis. (Comply with the policies of your institution's infection control unit and/or biomedical department.) The exterior surfaces of the equipment may be cleaned with mild soap in a dampened, lint-free cloth. Disinfect using a 70% isopropyl alcohol solution. Do not sterilize any part. The surgeon's assistant provided information from the patient's chart. The patient was treated for scoliosis with spinal fusion. The patient was prepped, electrodes were placed and the patient was grounded as instructed per the nim eclipse instructions for use. It was confirmed that the electrodes used on the patient were not medtronic electrodes and the known manufacturer was not provided by the user facility. The procedure was successful, whereby hooks were placed from t3 through t10 and screws were placed at t11 and t12; l2, l3, and l4. The surgeon confirmed that an electro surgical unit (esu) / cautery, was used in the surgery with the nim eclipse device; however, it is unknown if the cautery was monopolar or bipolar, or what grounding pad was used. Upon removal of the electrodes post-operatively, it was observed that there were seven areas on the patient's lower extremities where the skin was burned, with three of the affected areas demonstrating fairly deep burns; the largest measuring approximately 8 mm. The burns were treated with bacitracin ointment. The patient was seen by the physician on (B)(6) 2012, for a follow-up appointment and it was reported that the burn sites are still being treated but are healing. It was also noted that the patient is currently being treated by a dermatologist and plastic surgeon, but contact information for these physicians has not been made available. The surgeon questioned whether or not the patient burn may have resulted from the device being compromised and/or from the sterilization process. The surgeon did not know what type of sterilization was performed. The surgeon requested an evaluation of the device to diagnose current leaks or dysfunctions. The unit was returned to the manufacturer for analysis. Serial number: (B)(4). Date received by MFR: (B)(4) 2012. Initial testing passed all safety tests, but failed functional testing. The electrode impedance test showed faulty electrode readings at channel 1,2,3,15,16, and ground of 0.0 ohms. Since the unit passed current leakage and hipot tests, we can rule out any patient burns resulting from the daq916. Engineering failure analysis: the daq916 unit was submitted for failure analysis because of the alleged patient impact. Upon opening the case, blood contamination was visually observed. In order to ensure safe handling of the daq916 components for failure analysis, all of the components were cleaned and decontaminated per the medtronic product decontamination service and repair instruction at the decontamination station. Upon close examination, foreign material was visually observed to be adhered to the top board ((B)(4)) on the surface mount electrical leads of the j38 remote electrodes input connector. Microscope photographs clearly show contamination on the j38 connector leads. The leads of j38 were scraped, cleaned with isopropyl alcohol, and reflowed with a soldering iron to burn off any conductive material. After cleaning j38, the daq916 module was checked by the engineer for electrode impedance values and all impedances were within specification. Final test results: once the j38 connector was cleaned and electrode impedances were in spec, the engineer submitted the daq916 unit again for safety and functional testing per medtronic's service and repair instruction. The daq916 passed all testing. Analysis of electrode impedance failure: because the equipment is not splash proof, the visual observation of blood inside the daq916 enclosure confirms that the unit was splashed with blood as suspected by the surgeon in the product event file. Electrically, each of the thirty-two j38 pins is connected to the corresponding electrode input jack on the top surface of the daq916. This allows the daq916 to be connected to other nim eclipse accessories. The electrically conductive contamination on the leads of the j38 connector would be measured by the nim eclipse ns system as if it were actual patient electrodes with poor impedance. Establishing and maintaining high quality electrode-skin connections before and during surgery is very important for accurate measurements. The nim eclipse ns user's guide explains the software features for confirming high quality electrode impedance. A graphical display shows the measured impedance values, and both visual and audible alarms are available to alert the surgical team if an electrode goes out of specification. The nim eclipse system features a runtime status bar, and threshold impedance feature that allows the user to check for electrode problems. If electrode impedance went out of specification and the nim eclipse alarms were unnoticed by the surgical team, the patient would be at a higher than normal risk of nerve injury. In this product event, there were no reported nerve injuries to the patient. The nim eclipse instructions for use explain the runtime status bar provides information about the test. It also provides an area for entering comments. The status line contains warning indicators about the quality of the recording and stimulation electrode impedances, input signals exceeding artifact settings, trend data resulting in an event, remote connection status and free disk space. The electrode status indicator will flash when electrode impedances exceed threshold limits set in the electrodes dialog box. The impedance is measured when you are collecting data and impedance auto-checking is enabled. The indicator will remain flashing until the problem has been corrected, or the stop button is clicked. An audible alarm may be used to signal electrode impedance exceeding threshold. Service history analysis: in our review of daq916 service records (from march 2009 through march 2011), we found (B)(4)specific occurrences of contamination on the j38 connector. Fourteen of the daq916 units were cleaned and returned to the customer. One unit had the top board replaced before returning to the customer. A complaint search did not find any patient injuries related to those service requests. Conclusion: after a detailed examination of the returned daq916 module and reviewing associated testing, the following concluded the unit failed functional testing due to contamination by residual blood on the surface mount leads on the j38 connector. While the resulting low impedance will affect system data output, affecting an alarm, it will not cause current flow resulting in a burn. The unit passed all electrical safety testing showing no current leakage demonstrating that the daq916 could not have delivered enough current to cause burns at the electrode sites. The most likely cause of patient burns would be the use of an electro surgery unit (esu) which is commonly used in surgery. The nim eclipse user's manual gives detailed safety considerations for using an esu to avoid localized tissue heating. Low impedance values - the root cause of the low electrode impedance values can be attributed to fluid ingress into the enclosure of the daq916 unit during surgery. The fluid bridged the electrical leads of the j38 connector causing low impedance values. This is a previously seen safe failure mode. Patient burns at recording electrode sites - because the returned daq916 unit passed the hipot and current leakage safety tests, and the j38 contamination is a safe failure mode, we conclude the daq916 unit could not have been involved in the patient burns. It is plausible that an electro surgery unit (esu) could have been involved in the patient burns if used during the surgery. The nim eclipse user's guide gives detailed safety considerations for using an esu. All relevant documentation which was made available is included within this product event. Axon became affiliated with medtronic beginning june 2010 and previously operated under their registered qms (quality management system). Medtronic (B)(4) began operating under (B)(4), beginning (B)(4) 2011. To date the only available additional documentation or clarification for this event has been the axon service call records and the limited complaints logged into the (B)(4). Thus the manufacturing date is unobtainable and could not be confirmed in chess, sap or netregulus. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.